Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine pacemaker replacement, this right ventricular (rv) lead was explanted and replaced due to high pacing threshold measurements. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.